Event description:
The report received from our affiliate indicated that during a pta to an anastomotic stricture in a shunt, the balloon ruptured at four atmospheres. The target site was heavily calcified and had moderate tortuosity. The procedure was successfully completed with another slalom thrill of the same size. There was no report of any adverse consequences to the pt. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. As per the reported affiliate, no additional pt or procedural information is available.